Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information. Please see updated fields: d1, d2, d3, and g1.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 149993 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 149993 and test base part number 195-430h / lot 145024a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 149993 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported conflicting result with the binaxnow covid-19 antigen self test. The user performed the binaxnow test and the test provided negative results. The user states that after the single use, positive results were observed with the same test at a later time. The initial observation and second observation was within 15-30 minutes. No additional patient information, including treatment and outcome, was provided.